Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. As per the investigation procedure wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side "deflation". Later, healthcare professional confirmed, deflation. Device has been explanted.

Event description:
Patient reported, right side "deflation". Later, healthcare professional confirmed, deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". Later, healthcare professional confirmed deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17jun2024.